Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to water ingress. Our evaluation found internal water damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.